Manufacturer narrative:
(B)(4).

Event description:
It was reported that low level high frequency noise causing pacing inhibition was observed on egms. Myopotential oversensing was suspected. Programming changes were suggested. Patient will be monitored with routine follow-up.